Event description:
It was reported per a phone conversation with the customer contact, in the or, the nurse experienced a shock when nurse touched the cable of the cautery pencil with the arm during a case. The nurse did not require any medical/surgical care nor did nurse miss any work time. There was no area of burn. No residual effects are anticipated.